Event description:
It was reported that a spectrum pump did not detect an upstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow line testing was performed, and the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The reported problem was confirmed through the potential cause and was determined the cause to be an out of specification ultrasonic sensor readings. The ultrasonic sensor could not be calibrated and therefore the upstream sensor was required to be replaced to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.